Event description:
Subsequent to the previously filed medwatch, additional information received indicated that before the mitraclip system was introduced into the anatomy, the transseptal puncture was performed. Due to the relatively small dimensions of the right and left atrium, several attempts had to be made to find a position where adequate tenting could be visualized. The puncture itself was then performed without any difficulty. The transseptal needle was carefully retracted and did not cause or contribute to any tissue damage. The transesophageal echocardiogram image quality was sufficient even after the transseptal puncture and the clip could be easily visualized. There were no device issues during the procedure. The complete mitraclip system consisting of the steerable guide catheter (sgc) and the clip passed the atrial septum without any complications and the sgc was correctly located in the left atrium. While inserting the cds into the left atrium, the clip came in contact with the left atrium a few millimeters posterior to the left atrial appendage and a perforation occurred. As a consequence of the perforation, a pericardial effusion developed. The mitraclip procedure was aborted. The patient was clinically stable post procedure. No additional treatment was needed for the pericardial effusion. This incident was, reportedly, not device related but procedure related. No additional information was provided.

Event description:
It was reported that during a mitraclip procedure, while inserting the clip delivery system, the clip came in contact with the atrial septum located next to the left atrial appendage. As a consequence of the perforation, a pericardial effusion occurred. The mitraclip procedure was aborted. The patient was clinically stable post procedure. Reportedly, this incident was not device related, but procedure related. As the incident was not proctored by an abbott vascular representative, additional information is pending.

Manufacturer narrative:
(B)(4). Evaluation summary: the mitraclip system (clip delivery system, steerable guide catheter, dilator) were returned for analysis. Visual inspection found no external damage on the devices. Review of the device history record showed this lot met specification, as all released devices passed all in-process and final inspections. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of perforation as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.